Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. Blood glucose (bg) level was 564 mg/dl. Customer called hospital for advise on treatment method. Per recommendation from hospital, the customer addressed bg¿s with insulin pen and lantus. Reportedly, the customer had manual injection as alternate insulin therapy.